Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he experienced a failed sensor. Upon removing the sensor, pt noticed that the wire appeared shorter. Pt did not see a wire at the site or protruding from his skin. There was no discomfort at the site. No medical intervention was required, and pt was fine at the time of his call.